Event description:
It was reported via repair work order that the bed had no power due to the head end sensor coil cable shorting out the cpu. It was also reported that the bed would not trend due to a faulty cam switch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.